Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. It was also reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. A new charging cable was sent to the customer.